Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with glucose gel and peanut butter crackers. Customer¿s current blood glucose level was 181 mg/dl. The customer declined troubleshoot for high blood glucose. The customer also had site issues. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been included with this report. (B)(4).